Manufacturer narrative:
(B)(4)after an additional medical review, a determination was made to re-classify the complaint as a malfunction.complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the clip stuck in the bent rotation tab was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as it did not latch onto the top jaw. A buildup of biological material was found in the top jaw. The buildup was manually removed, and another attempt was made to fire the device. However, the following clip was still unable to load as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. Upon functional inspection, the clips were unable to load properly. The sample was disassembled, and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.